Event description:
1. 45mm x 15mm black staple reload was loaded correctly; 2. Staple load was positioned on lung and closed; 3. Surgeon attempted to fire, device did not fire; 4. Another staple load was attempted, again would not fire; 5. Device removed from field, and another device utilized without issue. It is unknown if the new device was of the same or different lot.